Event description:
The iab was inserted with no difficulty. After 16 hrs of use the pump alarmed. The physician tried to restart the pump, and in doing so, the balloon was ruptured. The iab was removed without any complications.